Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening on anterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Patient reported rupture for the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for the right side. Device has been explanted and replaced with a non-allergan device.